Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified left superficial artery. A 5.0 x40, 75cm charger balloon catheter was advanced for dilation. However, during inflation prior to reaching the nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.